Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2013, the reporter contacted animas, alleging a button/keypad (tactile change prior t o damage) issue. The reporter stated the ok keypad button was difficult to push and required multiple presses to elicit a response. The reporter noted the keypad was torn between the ok and down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/17/2013 with the following findings: the keypad cover was found to be torn between the down arrow and ok keypad buttons. The complaint of the ok button being difficult to push and requiring multiple button presses was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no damage or contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.